Event description:
It was reported that the patient was having difficulty charging the ipg. Database analysis revealed signs of poor charger to ipg coupling and the charger thermistor triggering often which could delay charging times. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the physician.